Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the up/down knob could not be locked securely due to wear of the forceps elevator lever, the scope cover was shaved, the image had a partially dark area due to a chip on the objective lens, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the objective lens and connecting tube had a scratch, the plastic distal end cover and light guide lens had a crack, and the adhesive on the bending section cover had wear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material in the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.